Event description:
Customer meter allegedly reading error 2 and also has a test port issue problem. They did not report any symptoms. They did take insulin. There was no evidence of an adverse event, based on the information provided. The customer service representative tried troubleshooting and kept getting error 2. The meter was replaced due to an unresolved issue.